Event description:
Device was returned due to reported overinfusion of insulin. The pt is fine. Overinfused 92cc vs 57.86 programmed. Clinician in mic noticed blood sugar drop to low level. There was 8cc left in the bag. The device was taken out of svc.

Manufacturer narrative:
Device evaluation results will be provided when evaluation is completed.